Event description:
The customer received a blood glucose reading of 400mg/dl on the breeze2 meter, re-tested on a different meter and the reading was 150mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Test strip information was not provided. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.

Manufacturer narrative:
Breeze2 test strips were returned for evaluation. The strip information was not provided in the initial report. Model# 1465a, lot# 1a6356ba, expiration date 05/31/2014. Manufacture date 11/01/2012.